Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges since (B)(6) 2016. The customers blood glucose (bg) level was reported to be (207 mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.